Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the dirt/foreign material inside the light guide (lg) lens could not be determined, however, it is likely that a gap was created in the adhesive part of the lg lens due to physical stress, etc., and dirt entered. The event can be detected / prevented by following the instructions for use which state: ¿·preparation and inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed, the customers complaint occurred during preparation for use of a diagnostic procedure. The procedure was completed without a delay. There were additional devices used with the subject device, however, the customer did not provide any additional information regarding these devices.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found liquid leaked due to deformation of forceps lever. In addition, the light guide lens was broken. The adhesive part of the distal end was broken. There was crumpling at the connecting tube. The connecting tube protector was cut off. The scope-cover was deformed. Angulation in the up direction was out of standards due to worn of angle-wire. There was creasing at the charge coupled device unit due to damage. Charge coupled device lens was broken. There was a pin hole on switch 1. There was creasing at the scope-connector at universal code. The control part, the grip, and the electrical connector were corroded due to leakage. The distal end adhesive was discolored. The image had a white dot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, that liquid leaked at the body control unit of the evis lucera duodenovideoscope. The issue was found during preparation for use. Procedures were completed using a similar device. Inspection and testing of the returned device found there was foreign material inside of light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.